Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapling devices were being applied to the appendix. The stapler was able to fire but the jaws of the device locked onto the tissue. After firing, it was not possible to push back the black handle / button to open the jaws of the stapler. In order to resolve the issue and complete the case, placed a new manual stapling handle and reload close to the other stapler, and was able to staple the appendix tissue so that the tissue could be recovered. There was unanticipated tissue loss as a result of the problem. It was necessary to resect 3-5 mm of cecum. The surgical time was extended by only 20-25 minutes. The patient status at the time of report is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual examination of the first loading unit noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to between the 2cm and 3cm cut line. This indicated that the jaws did not open when the instrument return knobs were retracted. Visual examination noted that the second loading unit was partially fired to the 1cm cut line. The third loading unit was received fully fired. Functional evaluation of the loading units found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. 1. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. 2. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. 3. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.